Event description:
It was reported that there is a suspected right ventricular (rv) lead fracture. Technical services (ts) reviewed the reports and noted the lead exhibited high out of range pacing impedance and has multiple non-sustained ventricular tachycardia (nsvt) episodes with myopotential noise. Ts noted there were no pauses. Ts provided troubleshooting actions and potential reprogramming options. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there is a suspected right ventricular (rv) lead fracture. Technical services (ts) reviewed the reports and noted the lead exhibited high out of range pacing impedance and has multiple non-sustained ventricular tachycardia (nsvt) episodes with myopotential noise. Ts noted there were no pauses. Ts provided troubleshooting actions and potential reprogramming options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited gradually rising impedance that remained high out of range. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.